Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their heart was jumping around, and that "one of the wires wasn't working right" and was turned off. Follow-up with the clinic revealed that the right atrial (ra) lead had dislodged and was programmed off. The lead remains in use. No further patient complications have been reported as a result of this event.